Manufacturer narrative:
B3: event date estimated based on the date the manufacturer became aware of the event.

Event description:
Study data reported complications with the use of jetstream that led to hemorrhage, embolization, ruptured blood vessel, blood transfusion, and catheterization. The cvit2024 annual report on the registry data j-evt was presented for a total of 663 patients. Observed baseline symptoms included intermittent claudication (65%), resting pain (13%), and ulcers/gangrene (20%). In addition, diabetic patients accounted for 60% of all lead patients and maintenance dialysis patients accounted for 28%. Surgical outcomes included surgical success rate of 99.5%, and perioperative complications of 3%. There were 2 cases resulting in hemorrhagic complications requiring transfusion, hemostasis, or cerebral hemorrhage, 10 cases of peripheral embolization, 1 case of a ruptured blood vessel, 4 cases of puncture site complication requiring blood transfusion, 2 cases of catheterization of the treated area, and 2 cases of other, undefined, complications. There were 0 cases reported for intraoperative death or death within 48 hours after surgery.